Event description:
Pharmacy has parke-davis therafirm hose that parke davis will not credit for return. Therafirm has been switched to a new div (school craft) and they will not honor any return due to the parke-davis label on the products.